Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse event, cellulitis, was deemed to meet serious injury criteria of requiring medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. The device history record for belotero injectable implant lot 321285 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
A physician reported that a (B)(6) female patient was injected with belotero. Medical history and concomitant medications not reported. On (B)(6) 2017, the patient was injected with one syringe of belotero to the cheeks. On (B)(6) 2017, the patient developed an infection in the left cheek. Treatment reported as unspecified antibiotics and hyaluronidase injection. The infection is resolving. Causality not reported. Lot number reported as 32185. On 19-jul-2017, follow up information was received from the physician. Medical history reported as negative. Concomitant medications reported as unspecified vitamins. On (B)(6) 2017, the patient was injected with voluma "deep" in the cheeks and belotero "on the surface." On (B)(6) 2017, the patient presented with redness, swelling and tenderness to the left cheek and was diagnosed with cellulitis. A MRI "the next day" was consistent with cellulitis, without abscess. Treatment reported as intravenous ceftriaxone, administered in the physician's office, and oral cephalexin. The physician believes skin bacteria entered the site during one of the "punctures." On 24-jul-2017, the lot number was clarified to be 321285.